Event description:
It was reported that during a gastrectomy, there was staple line bleeding and the stapling technique of this instrument was not adapted to the pt's inflammatory tissues (ileus). There is too much force to apply; the staples are applied too deep, and when the jaws are reopened, the superficial tissues are seriously injured. The surgeon had to complete the procedure on injured tissues (injury caused by the stapler) by manual sutures. It did reduce the gastric tube's size. Three attempts have been made for add'l info, 8/6/2009, 8/17/2009 and 8/27/2009. No response has been received.

Manufacturer narrative:
Date sent: 08/28/2009. Info anticipated, but unavailable at this time.